Event description:
The pump was recently replaced because it was not working. The causality, symptoms associated, drug information and outcome of the e vent was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), product type: catheter. (B)(4).